Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device saw an increase in the atrial fibrillation (af) burden and the right ventricular (rv) pacing continued to decline. The patient had intact conduction. Technical services (ts) reviewed and stated there was pacing prior to mode switching. There were signal artifact monitor (sam) events and pacemaker mediated tachycardia (pmt) episode noted in the past. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.